Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture (loc) and noisy signals. This patient experienced discomfort. Boston scientific technical services (ts) reported suspicions of insulation damage and suggested reprogramming options. A revision will be scheduled. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture (loc) and noisy signals. This patient experienced discomfort. Boston scientific technical services (ts) reported suspicions of insulation damage and suggested reprogramming options. A revision will be scheduled. This lead remains in service. No adverse patient effects were reported.